Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent an ablation procedure on (B)(6) 2022, and afterwards the ipg lost communication with external devices. The manufacturer representative was able to recover and repair the ipg. Therapy has been successfully restored with no further intervention required.

Manufacturer narrative:
He results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.